Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited no image and a communication error. The issue occurred during preparation for use for a therapeutic thoracic surgery procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Additionally, the event e117 communication error was found during the device evaluation. Based on the results of the investigation, the cause of the no image could not be specified, and the cause of the communication error was likely due to the defective printed circuit board. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.